Event description:
The patient was implanted with a siltex saline mammary prosthesis. Subsequently, the patient experienced capsular contracture, pain, asymmetry, and deflation of the device. The device was explanted in 1999.